Event description:
Consumer called to report the meter and strips are not giving accurate readings. Analysis run on clark error grid using mean avg. Readings (66) as reference point vs. Bd readings (44, 88) yielded some data points in the d range of the grid, outside acceptable limits.